Manufacturer narrative:
(B)(4). Additional information: batch # m53t53. The analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload present. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hartmann's operation, the staples were not deployed though the knife moved forward at the 1st firing. The initial cartridge was used. Suture was performed by hand to complete the case. There were no adverse consequences to the patient.